Event description:
A pt reported experiencing inaccurate erratic results with an otu meter. The pt's blood glucose results were 155, 99, 125mg/dl. Tests were done within 10 mins with a difference of 26%. Pt did not experience any adverse events. No further info has been reported. Note - customer using expired solution. Customer note using strips and solution correctly.